Manufacturer narrative:
(Eval results) - the site has refused to return the table side analysis module (tam) for failure analysis. There is no code for this type of device / module. (Conclusions) - it was found that replacing the table side analysis module restored the fluoro. The site has refused to return the tam to the MFR. No root cause analysis can be performed at this time to even confirm the tam actually failed during the procedure.